Event description:
It was reported that the zimmer ats 3000 tourniquet worked well on battery power but would not work correctly on ac power. On ac power, valves can be heard cycling and the blue channel leaking. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.